Event description:
The subject device is an olympus demonstration device that was returned to olympus with no alleged complaint. Upon inspection and testing of the returned device, it was observed the voltage could not be adjusted and current could not be checked. There was no patient or procedure involvement.

Manufacturer narrative:
During inspection and testing, it was observed the voltage could not be adjusted and current could not be tested due to failure of the plasma kinetics radio frequency board (pkrf board). In addition, service found there was a switch test rh# 9 error due to failure of the auxiliary board, and the auxiliary board was not properly mounted due to broken snaps that hold the board. The housing had multiple, minor scratches. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. The device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty plasma kinetics radio frequency board (pkrf board) and faulty auxiliary board (aux board). Olympus will continue to monitor field performance for this device.